Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she experienced a high blood glucose of 427 mg/dl. The customer treated with a bolus from the insulin pump. She also stated the insulin pump had a crack on the tip near the battery. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube lip and cracked belt clip slot.